Event description:
The patient received his scs system, including an ipg, on (B)(6) 2010. The patient reported feeling heat within his ipg implant site when charging. The patient was advised to charge in shorter durations while using the neoprene belt, adding more space between the ipg and the charger. The device remains in use. Follow up on the patient found that the neoprene belt has corrected the issue.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and a nonconformance related to the product was found. Conclusion: the nonconformance identified was deemed to be a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.